Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. A root cause pf reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the distal end burned (severe). There was no patient involvement.